Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for investigation. The exact cause could not be conclusively determined. As the result of checking the manufacturing record of the same lot, there was nothing abnormal detected. A supplemental report will be submitted, if additional and significant information becomes available at a later time.

Event description:
It was informed that the doctor caused bleeding with the subject device during a gastric endoscopic submucosal dissection. The doctor found a perforation of about 2mm in diameter at the bleeding point. The doctor sutured the perforation with 5 clips. The doctor completed the procedure with another device. The patient had a CT inspection. It has been reported no serious injury. The doctor commented that he incised the area with boldness since it was easy for him to approach the treatment point.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for investigation. The lot no. Was unknown. Therefore omsc investigated the manufacturing record of the subject device from august 1, 2015 (production start date) to november 30, 2015 (the shipping date of the subject device which was used on the date of event). As a result, there was nothing abnormal detected. The exact cause could not be conclusively determined. However, based on the doctor's comment, the doctor's handling couldn't be ruled out as a contributory factor to the reported event.